Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. During unpacking of a 4.00mmx16mm synergy ii everolimus-eluting stent, it was noted that the stent was mangled on wire and was not correctly mounted onto the balloon. No patient complications were reported.